Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she could not get insulin into the reservoir. Customer stated that she was changing out everything due to having high blood glucose. Customer was not able to push air into the insulin vial to fill up the reservoir with insulin. Customer stated that she was able to fill the reservoir with no issue through troubleshooting. Customer declined to troubleshoot for the high blood glucose and no delivery alarm. Customer stated that she took a manual injection and her blood glucose was over 500 mg/dl, but it was 162 mg/dl before that. Customer called again with a blood glucose of 349 mg/dl. Customer does not know why her blood glucose was high. Customer stated that her health care professional told her to take the syringe and she took 3 units. Customer stated that there are air bubbles in the reservoir. Customer was very agitated. Customer reviewed the process of filling the reservoir properly and was advised to monitor her blood glucose.